Event description:
It was reported that, when the bone removal stage was entered in a cori-assisted surgery, it was possible to burr for about 20 seconds. After that, it was noticed that the burr stopped extending past the exposure sleeve, even after it was confirmed that everything was in view. It was noticed that the burr was moving in-and-out very slightly. It was seen to be stuck on a loop where it would extend and retract about 1mm repeatedly from the real intelligence robotic drill ((B)(4)). After about 10 seconds of this happening, the screen went black, the case was shut down, and an "internal system error" appeared on the real intelligence cori ((B)(4)). The robotic drill was unplugged and plugged back in. The case was re-entered after the system had shut down and the procedure was finished with the same devices without significant delays (fewer than 30 minutes). The patient was not harmed.

Manufacturer narrative:
H3, h6. The real intelligence cori, pn: rob10024, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional evaluations could not be performed. The software files provided for investigation. The case files were empty, and the log files provided were not associated with the date of the reported event. Therefore a case and log file review could not be completed. The drill used in this case was returned for evaluation, and it was determined to be non-conforming and the most likely cause of reported drill issue. Although the reported internal error and system shut down could not be confirmed, a contributing factor for this event is likely associated with the non-conforming drill. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.